Event description:
It was reported, that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and failed, due to usb connector damage, window damage. Receiver charge test was performed and failed, due to receiver won't turn on. Receiver boot test was performed and failed, due to receiver won't turn on. Functional test was not performed, due to receiver won't turn on. A touchscreen manual button test was not performed, due to receiver won't turn on. Device was not opened for internal inspection. The receiver log was not downloaded for review, due to receiver won't turn on. The allegation was undetermined. A probable cause could not be determined, as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.